Manufacturer narrative:
Result - footboard main module failure.

Event description:
It was reported by service report that the scale display was not working or illuminated. No pt involvement or adverse consequences are reported.